Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into an 87 millimeter (mm) sized annulus, a pre-dilation was performed. The valve load onto the delivery catheter system (dcs) one time and was confirmed with fluoroscopy, visual and tactile. The valve was recaptured/repositioned once. After the first recapture with the second valve deployment at 80% an infold was observed. As reported, the infold may have occurred due to calcification. Of note, no misload was identified during loading of the valve. The target implant depth was noted to be 3 mm. An attempt was made to us the cuspal overlap technique and to align the commissures. No adverse patient effects were reported. No adverse patient effects were reported.